Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that during during a procedure in which one of the fibers was damaged (burned). The case involved a hippocampus, treated with two 10 mm fibers. Initiation of the ablation process, it was observed that thermal energy was not emanating from the distal tip of the catheter, but rather from an intermediate section, with no corresponding increase in temperatures. Upon inspection, following removal of both the catheter and the fiber, it was noted that the fiber was bent at the transition point between the distal tip and the beginning of the diffuser segment (the whitish portion). At this location, the fiber exhibited evidence of charring, which in turn also resulted in localized charring of the catheter. The male-to-male connection was correctly set up, and it was confirmed that there was fluid return in the collection bag, although it was slower than usual. Importantly, there was nothing obstructing the s aline inflow. Only one ablation was performed with the first fiber (everything went well; although the ablation and temperatures may have increased too quickly due to the slow reception of saline in the collection bag). With the second fiber, the site attempted the procedure twice, but the fiber was already damaged. They tested the fiber with a laser pointer before inserting it into the catheter, and it worked properly (the red light was clearly visible at the tip). The manufacturer representative thinks the probably cause was that the stiffening stylet that was removed from the catheter already placed in the patient, the fiber may have been damaged when inserted, remaining bent inside the catheter. This could explain why the saline flow was slower than usual. They have performed a diffusion check, and indeed no ablation had been achieved with this second fiber. Fortunately, with the first ablation from the initial fiber they have been able to cover most of the lesion. In the operating room the red light was uniform along the entire 10 mm tip, not just concentrated at the proximal. Additional information was received stating that there was no impact to the patient¿s outcome. The lesion was adequately covered with the first ablation using the initial fiber.

Manufacturer narrative:
H2/h6: the catheter was returned and analyzed. Analysis found that the returned catheter was burnt near the tip. Codes b01, c02, and d02 apply (see h6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.